Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed; however, it was noted that the inner sheath was detached. The detached inner sheath was removed from the patient using forceps. The stent remains implanted and was confirmed to be in the correct location after removal of the detached inner sheath. There were no patient complications as a result of this event.